Event description:
Reportedly, the device only cut and stapled intermittently. Surgeon checked for leaks, bubbles occurred then the surgeon hand sewed the leaks. Post op, dr brought patient back to or, she was septic with peritonitis. Patient was opened, surgeon cleaned area and drains were placed in patient. Patient still remains hospitalized. Sex: female. Procedure: lar.